Manufacturer narrative:
Event date corrected from 2016 to (B)(6) 2016. Additional information: the affiliate confirmed only one healthcare worker was affected. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched to customer site. The vacuum pump oil level was low and the fse filled it up to the appropriate level to resolve the odor/smells issue. Unit meets specifications and was returned to service on 10/04/2016.

Event description:
A customer reported an event of an "oil smell" emitting from their sterrad® nx sterilizer. One healthcare worker (hcw) reported symptoms of headache, throat irritation, itchy skin, skin redness and eye irritation. The skin redness and eye irritation lasted an hour. The hcw received medical attention/treatment, however no treatment or prescriptions were recommended, and the status of the hcw is reported as ¿good¿ and indicated this was not a serious injury. It is unclear if there are other hcws affected. Asp will continue to follow up for additional information and clarification. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the, system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and evaluation. The assignable cause of the odor/smells issue is the vacuum pump being low. The field service engineer performed a planned maintenance and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.